Event description:
Per (B)(6). The upholstery pn (B)(4) on a transport wheelchair model trhd22fr is ripping where the screws attach it to the chair. (B)(6) could not tell me if this was abuse so I am goodwilling this out. Customer may be foot propelling chair causing tear in fabric but not sure.